Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 348 mg/dl after breakfast while using the ilet system; the user reported usual meal intake and no recent changes to medications or supplies, and the device was delivering correction doses per the bionic report. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms, no alerts, no reported injury, and no hospitalization. Investigation included remote review of system data confirming delivery of correction doses and user coaching on allowing the system to stabilize glucose. Investigation of this case revealed no device malfunction identified through data review, with hyperglycemia of unclear cause and no component issue observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.